Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. To address the high blood glucose level, the customer administered a correction injection manually. Customer reverted to an alternate method of insulin therapy.

Event description:
A customer reported a cartridge alarm 31 issue with their device, indicating that their blood glucose level was high, although the specific value was unknown. There was no adverse impact to the customer¿s blood glucose level due to the issue, as assistance was provided but the customer was not incapacitated. To address the high blood glucose level, the customer administered a correction injection manually. Technical support confirmed previous cartridge alarms with consecutive cartridges and plans to replace the pump and the wasted cartridges at the customer's request through goodwill.